Manufacturer narrative:
A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications at this day. Technical root cause could not be determined as the system is within specifications and works as intended. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient with decreased night vision, halos, and transient light sensitivity twelve days post lasik treatment; they patient reports being nervous about driving at night. The topical steroids were increased and the symptoms resolved three months after onset. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.